Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure using an xi system, the customer reported that the 8mm fenestrated bipolar forceps instrument broke behind the jaws. The team was able to remove both the instrument and the cannula from the arm. They planned to obtain another cannula and instrument to continue. No pieces of the instrument remained in the anatomy. The customer was advised to return the damaged instrument alone, or together with the cannula if they could not remove the instrument from the cannula. The procedure was completed as planned with no report of patient injury.